Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to charging every day for a long time was a low battery reading. The patient changed programming from ld to hd. The patient said they always had to charge the controller twice per day since the beginning. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 97745, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was recently implanted with a neurostimulator. It was reported that it was taking the patient 1.5 to 3 hours to charge her implantable neurostimulator (ins). The patient was also having to charge the ins everyday and charge the controller twice a day. A manufacturer representative (rep) was contacted and the rep thought that something was wrong. The patient had not recently been reprogrammed or switched to a new group and they had not recently had the need to increase parameters. It was confirmed that the ins was set on 4.4 ma, the ins was implanted two weeks prior to the report, and the patient charges their ins 100% full. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.